Event description:
A consumer reported that the diamondclean power toothbrush brush head broke into pieces during use. No injury or medical intervention was reported. A possible choking hazard was identified.

Manufacturer narrative:
Date of event: the event date is approximate. Product was not returned to confirm a malfunction has occurred. Product not returned to manufacturer